Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure following a tricuspid valve replacement procedure, a grommet / setscrew issue was noted on the implantable pulse generator (ipg). The atrial interface screw cold not fix the lead. The lead and ipg were attempted / not used and replaced. No patient complications have been reported as a result of this event.